Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a faulty touchscreen, will not calibrate. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is unresponsive. The customer attempted a touchscreen calibration, and the device is displaying a message, no touch detected. The rse advised biomed to order and replace the v60 touchscreen. Provided parts ID for a touchscreen. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is unresponsive. The customer attempted a touchscreen calibration, and the device is displaying a message, no touch detected. The rse advised biomed to order and replace the v60 touchscreen. Provided parts ID for a touchscreen. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time